Manufacturer narrative:
(B)(4). At the completion of the clinical evaluation, the reported endoleak type iiia was refuted. There was evidence to support an endoleak type iiib with complete stent fracture and subsequent rupture. Additionally, there was evidence to reasonably support the following observations: occlusion in the right iliac and surgical bypass in the right femoral artery from the suprarenal location. Due to lack of medical information, clinical review was unable to find evidence to support the following reported events: sac growth and secondary endovascular procedure with a non-endologix stents. Based upon the information received, the root cause of the type iiib endoleak and subsequent rupture was likely device integrity related (strata material of the main body). There were no known user or procedure related issues identified. The final patient disposition was known to be stable. The most likely cause of the occlusion and surgical bypass could not be determined due to lack of relevant medical information. The manufacturing lot record evaluation confirmed all devices met specifications prior to release. Device was not returned, therefore physical evaluation was not completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant on (B)(6) 2010 with a bifurcated stent, two aortic extensions, and a limb stent graft. On (B)(6) 2014 the physician implanted a limb stent graft for an unknown issue. Most recently, a follow up computed tomography (CT) done in (B)(6) 2016 showed a type 3a endoleak with a aneurysm sac growth. On (B)(6) 2017, the patient presented to the hospital with an emergent rupture. The physician implanted two non-endologix medtronic valiant and a medtronic endurant proximal extension to repair the rupture. It was reported the patient is doing well.